Event description:
It was reported that after a few months of using the smartpump and disposable cuffs, the customer began to notice an increase in reports of dvt.

Manufacturer narrative:
No products have been returned in association with these events. No further details could be gathered from the account such as how many pts affected, types of procedures, symptoms, treatments or pre-dispositions.